Manufacturer narrative:
Investigation: (B)(6) reported a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire bcid2 panel after testing a blood culture sample. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the final report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Conclusion: investigation ongoing.

Event description:
Summary: (B)(6) reported a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. Biofire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time.

Manufacturer narrative:
Investigation: (B)(6) hospital reported a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire bcid2 panel after testing a blood culture sample. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the final report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Update for follow up report: biofire has requested more information from the customer in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report. Update for second follow-up report: biofire is still investigating this event in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report. Conclusion: investigation ongoing.

Event description:
Summary: (B)(6) hospital reported a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. Biofire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time. Update for follow up report: biofire has requested more information from the customer in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report. Update for second follow-up report: biofire is still investigating this event in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report.

Manufacturer narrative:
Investigation: (B)(6) hospital central (B)(6) reported a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire bcid2 panel after testing a blood culture sample. Biofire's investigation into this event is ongoing and further information has been requested from the customer. The full investigation and associated conclusions will be provided in the final report. No remedial action, corrective action, preventive action, or fsca has been deemed necessary at this time. Update for follow up report: biofire has requested more information from the customer in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report. Conclusion: investigation ongoing.

Event description:
Summary: (B)(6) hospital central (B)(6) reported a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. Biofire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (fsca) has been deemed necessary at this time. Update for follow up report: biofire has requested more information from the customer in order to determine the root cause. The full investigation and associated conclusions will be provided in the final report.

Manufacturer narrative:
Investigation: the patient was a 15-year-old male with signs and symptoms of fever, mild headache, and discomfort to line site. On (B)(6) 2024, a positive blood culture sample was tested on the biofire bcid2 panel. The biofire bcid2 panel reported all analytes as not detected. The biofire bcid2 panel was positive for meca/c and mrej but negative for staphylococcus aureus resulting in a not detected result for 'meca/c and mrej (mrsa).' Note that the biofire bcid2 panel will only report a detected result for 'meca/c and mrej (mrsa)' if s. Aureus, mrej, and meca/c assays are all positive. The same sample was used for additional testing. Gram stain showed gram-positive cocci in clusters. Mrsa was recovered from culture and identified by maldi-tof. The patient impact due to the biofire bcid2 panel is unknown as patient information was not provided. No serious injury or death was reported. In-house investigation: filmarray torch instrument (serial number # (B)(6)) that was used for the biofire bcid2 panel test was brought back for a work order to make sure the instrument was not contributing to the false negative result observed at the customer site. Upon completion of the work order, there was no evidence to suggest that the false negative result was caused by the filmarray torch instrument. Conclusion: the investigation concluded that the most likely cause for the discrepant result was pouch anomaly. Biofire is continuously monitoring the manufacturing process and has controls in place to ensure product is manufactured to the highest quality. Each biofire bcid2 panel reagent lot is qualified prior to product release; this qualification includes a high statistical-confidence sampling to confirm that the kit components released for customer use are conforming. All qc metrics for the pouch lot and instrument were met, and they passed qc. Review of the associated instrument showed the instrument was performing within specification and was not expected to have contributed to the discrepancies observed by the customer. Overall s. Aureus has a false negative rate of <0.001 in the field over the last year. This rate is within biofire system specifications. False negatives can be the result of a variety of sources and causes. A negative biofire bcid2 panel result does not exclude the possibility of bloodstream infection. All identification results provided by the biofire bcid2 panel are intended to be interpreted in conjunction with gram stain results and should not be used as the sole basis for diagnosis, treatment, or other management decisions. It is important that results of the biofire bcid2 panel be used in conjunction with other clinical, epidemiological, or laboratory information available to the clinician evaluating the patient. According to table 29. Biofire bcid2 panel clinical performance summary, staphylococcus spp. Of the bcid2 instructions for use (www.online-IFU.com/iti0048), the performance claim for the staphylococcus aureus assay compared to standard manual and automated microbiological/biochemical identification methods showed an overall sensitivity of 100% (95% ci 97.6-100%) and an overall specificity of 99.9% (95% ci 99.5-100%). S. Aureus was detected in both false positive specimens using an additional molecular method.

Event description:
Summary: (B)(6) hospital central (colorado springs, colorado) reported a potential false negative methicillin-resistant staphylococcus aureus (mrsa) result on the biofire blood culture identification 2 (bcid2) panel after testing a patient blood culture sample. The patient impact due to the biofire bcid2 panel is unknown as patient information was not provided. The investigation concluded that the most likely cause for the discrepant result was pouch anomaly.